Event description:
It was reported that during an afib procedure, while the ablation catheter was in the left atrium and the physician began to ablate near the ridge in the left atrium, after a few ablations, the impedance was found to be high. The physician removed the catheter and noted char near the proximal portion of the distal tip electrode. The flow was set at 30 ml/min and power at 30 watts. Once the catheter was placed back into the patient, they adjusted the flow rate to 15ml/min and continued with power ranging from 20 to 30 watts. They continued the procedure with the same catheter and noted no further impedance rises. When the catheters were taken out of the patient at the end of the case, the same catheter was visually inspected and there was a small amount of char in the same place as before. The case was completed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, while the ablation catheter was in the left atrium and the physician began to ablate near the ridge in the left atrium, after a few ablations the impedance was found to be high. The physician removed the catheter and noted char near the proximal portion of the distal tip electrode. The flow was set at 30ml/min and power at 30watts. Once the catheter was placed back into the patient they adjusted the flow rate to 15ml/min and continued with power ranging from 20 to 30watts. They continued the procedure with the same catheter and noted no further impedance rises. When the catheters were taken out of the patient at the end of the case the same catheter was visually inspected and there was a small amount of char in the same place as before. The case was completed. No patient consequence was reported. Upon receipt of the returned device, visually inspection found the catheter had char on the tip measuring approximately 1 mm wide. The catheter was tested for electrical, temperature and generator tests and passed all these tests. Patency flow test was also performed and the device was found with all six tip dome holes flushing properly. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed; however it was unknown how the char formed since the catheter was found within specification.

Manufacturer narrative:
Analysis is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).